Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio = 1.3, retest = 4.8, retest 2.8. A pt historically stable at inr 2.8 got a result of 1.3. The pt took heparin and upped her dosage of warfarin at the same time w/o consulting her gp. The pt had an eye bleed. Testing will continue through the lab and the distributor has loaned her their demo. Pt is now stable (2.6-2.8). Pt is historically stable at inr 2.0. No therapeutic range provided.

Manufacturer narrative:
Investigation pending.